Manufacturer narrative:
Concomitant medical products: product ID: neu_stylet_acc, product type: accessory. Product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: screening device. Product ID: 355531, lot# n544903, product type: screening device. (B)(4)

Event description:
It was reported that during a surgery for a trial high impedances of greater than 10,000 were reported on the lead. As a result the patient experienced no stimulation while on the table. The lead, external neurostimulator (ens), clinician programmer, and multi-lead trialing cable were changed out. Multiple checks were performed with the new equipment. Impedances got better and were within normal limits once the patient was sitting up in the chair. The patient reported they got great stimulation coverage when they sat up but she that she was very sensitive to posture changes with stimulation. The issue was resolved at the time of the report and no surgical intervention occurred. At the time of the report the patient was alive with no injury and was going to be moving forward to implant.

Manufacturer narrative:
Analysis of the lead (s/n: (B)(4)) revealed that the distal end of the electrode was contaminated with a foreign material.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.